Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the case, the handle stopped while firing on the cystic duct, and the staples were not fired on the distal end. New cartridge was loaded onto the same stapler to complete the procedure. There was no unanticipated tissue loss. There was oozing. Operating room time was extended more than 30 minutes.